Event description:
It was reported that during an unknown procedure, air leaked with a boo sound. The event was not restored though the devices in another package were used. The devices were used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, d, e, g, h, I, j, k and l) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (c and f) were returned in good visual condition. Upon evaluation of each device, a leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices c and f additional information: batch # j90m2e, expiration date: 02/2017, manufacturing date: 03/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Boo. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? Was any torque being applied to the trocar or device? ---no information.